Event description:
The event occurred during the change of an old reply vdr at the end of the battery in a dependant patient of his pacemaker. The doctor had a great difficulty inserting the vd lead in the connector. After many attempts and manipulations there was a desterilization of the new pacemaker. A second reply vdr was used to complete the operation. The main hypothesis on the origin of the problem is that the probe was not free enough to allow easy insertion into the new box. The probe never seemed to be inserted all the way to the end of the connector. Following the incorrect manipulation, we use another pacemaker and no problem was encountered in connecting the lead this time.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The event occurred during the change of an old reply vdr at the end of the battery in a dependant patient of his pacemaker. The doctor had a great difficulty inserting the vd lead in the connector. After many attempts and manipulations there was a desterilization of the new pacemaker. A second reply vdr was used to complete the operation. Following the incorrect manipulation, we use another pacemaker and no problem was encountered in connecting the lead this time.

Manufacturer narrative:
Please refer to the attached analysis report.